Event description:
It was reported that the torque of the universal ao reamer was transferred to handpiece instead of acetabular reamer, causing the handpiece to rotate rapidly and thus losing control of surgeons grip on the device reaming the patient. It was also reported that there was extra bone loss in the patient and the surgeon received a contusion of the hand.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.